Event description:
The patient had a knee revised on the (B)(6) 2010, the new femoral implants used consisted of a tc3 femur, bolt adaptor, sleeve and stem. While walking down the street two weeks ago, his knee suddenly gave way. On x ray inspection, it appeared the femoral bolt had snapped. The revision of this prosthesis happened today, on visual inspection the bolt has sheared into and also the adaptor bolt collar has also sheared off.

Manufacturer narrative:
The complaint states the patient had a knee revised on (B)(6) 2010, the new femoral implants used consisted of a tc3 femur, bolt adaptor, sleeve and stem. While walking down the street two weeks ago, his knee suddenly gave way. On x ray inspection it appeared the femoral bolt had snapped. The revision of this prosthesis happened today, on visual inspection the bolt has sheared into and also the adaptor bolt collar has also sheared off. This then allowed the femoral component to come loose and have metal debris in the joint space. We removed the femoral component, we used a diamond tip burr to create purchase for a flat bladed screw driver to access the remainder of the bolt in the adaptor. Once removed we used a new bolt to screw into the adaptor and a clamp with slap hammer to remove the adaptor, leaving the sleeve and stem in place. This was then replaced with a noiles sm femur and 23 mm sm poly. A review of manufacturing records and complaints database search did not identify any anomalies. The lab report, products, and medical records were reviewed by bioengineering, a report was received stating investigation of events requiring review: implant fracture. The tibial tray, femoral component and fractured bolt were returned and have been reviewed in detail within report (B)(4) which had the following findings regarding the bolt fracture: ¿from the visual inspection on the bolt, concentric curved lines centred on the perimeter are visible, indicative of fatigue. An indentation is also visible and corresponds to the initiation point of the fracture. It is possible that the indentation is the cause of the initial crack which, under loading and unloading, eventually propagated and generated the fracture. However it is also possible that the indentation has occurred after the fracture as a result of the interaction with the broken threaded part of the bolt.¿ based on review of the x-rays, a lack of distal bone support to the femoral component will have likely contributed to the failure although these scenarios are common in challenging revision procedures. Based on review of the available information, the root caused could not be determined. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The complaint remains in investigation. Depuy synthes will notify the FDA of the results of the investigation upon its completion.